Manufacturer narrative:
The biomedical engineer stated that they had intermittent signal drop outs on the entire 2nd floor. Multiple troubleshooting steps have been completed but the issue has not been resolved. The customer would like onsite service to resolve issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Common device name was filled in as central monitor station as the form will not allow you to leave this blank, however, it should be state "ni" for the same reason provided above.

Event description:
The biomedical engineer stated that they had intermittent signal drop outs on the entire 2nd floor. Multiple troubleshooting steps have been completed but the issue has not been resolved.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that they had intermittent signal dropouts on the entire 2nd floor of the hospital. Multiple troubleshooting steps have been completed but the issue was not resolved. The customer requested onsite service to resolve issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: based on the available information, a definitive root cause could not be identified. However, historical data regarding past tickets submitted by this customer suggests that the customer network environment is a contributing factor regarding this issue. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. D1 brand name: d2 common device name ("central monitor station" was included as this form will not allow you to leave this field blank, however, it should state "ni" for the same reason provided above.)

Event description:
The biomedical engineer stated that they had intermittent signal drop outs on the entire 2nd floor. Multiple troubleshooting steps have been completed but the issue has not been resolved.